Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting noise, oversensing, pacing inhibition of over two seconds and loss of capture. Due to this, the patient experienced a syncope episode. Another lead was implanted instead. No further adverse patient effects were reported. Additional information was received detailing that the syncope episode led to the patient experiencing a head injury.

Manufacturer narrative:
Additional information was added to the following fields: h6: patient codes.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting noise, oversensing, pacing inhibition of over two seconds and loss of capture. Due to this, the patient experienced a syncope episode. Another lead was implanted instead. No further adverse patient effects were reported.